Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4)/ni. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe and patient interface was not working properly and shorted out during a procedure. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found that the customer complaint regarding shorted out and not working properly could not be duplicated. There was no fault found with the device. As a precautionary measure, the device was placed into burn in for 24 hours to observe for any heat-related failure. The device never failed. The mainframe was tested and passed all manufacturing specifications. Analysis of the patient interface found that the issue was confirmed due to loose washer inside the patient interface box. The device came in with missing cable clip, loose components and broken enclosure box stand off. The washer was removed and enclosure and cable clip/wave washer were replaced. The patient interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.